Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/ replicated the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed the clip test. The clip did not close onto the test tubing and the root cause of this failure is attributed to a component failure. Additional observation(s) not reported by site that are related to the primary failure were also identified: the large hem-o-lok clip applier instrument after attempting the clip test, the instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input command smoothly. The grip tips would not close together. The root cause of this failure is attributed to a component failure. After removing the instrument from the in-house system, the instrument was found to have a loose grip cable at the distal end. The root cause of this failure is attributed to a component failure. After opening the housing, the large hem-o-lok clip applier instrument was found to have a broken grip cable at the proximal end. This failure caused the clip test and intuitive motion failures of the instrument. The root cause of this failure is attributed to a component failure. A review of the instrument log for the large hem-o-lok clip applier (470230-10/n101805160098) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 via system sk1676. The alleged instrument had 7 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is being reported based on the failure analysis findings: the large hem-o-lok clip applier instrument had a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument had a clip malfunction. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient demographic information is not available.